Event description:
It was reported that a remote transmission indicated that the lead had a sensing integrity count of 1207 and one non-sustained ventricular tachycardia episode that seemed suspicious of being noise. It was further reported that while the patient was on vacation the lead integrity alert triggered. The patient was seen in the emergency room where oversensing was once again seen on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.